Event description:
Hemaglide catheter placed in radiology. Upon arrival in dialysis 21 days later, arterial limb of catheter appeared "cloudy." Eval determined a crack in limb had occurred. Plastic hemostat applied above crack and catheter limb broke off when clamp applied. Pt unable to dialyze that day. Went to surgery for catheter removal and new catheter placement. Pt admitted to surgical area. Dialysis the next day difficulty obtaining flow from catheter despite manipulation by md. Tpa instilled to ports. Will attempt to dialyze in am.